Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusions set's detached on the insertion site. The site location was the patient's buttocks, and the pump was located on his side. The infusion set had just been inserted within the hour. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, his blood glucose level was 148 mg/dl. No further information available.

Event description:
On 14-mar-2022: follow up information was submitted to add date of this report, to update the brand name, common device name, unique identifier number, PMA/510(k) number, awareness date and the result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusions set's detached on the insertion site. The site location was the patient's buttocks, and the pump was located on his side. The infusion set had just been inserted within the hour. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, his blood glucose level was 148 mg/dl. No further information available.